Event description:
A healthcare professional called on behalf of the customer. She stated that the customer tested her blood glucose using 2 contour meters and received readings of 290 and 90 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The caller did not have any customer or product info at the time of the call. She ended the call before her contact info could be obtained. No product will be returned for evaluation.

Manufacturer narrative:
It was not possible to determine a MFR date without a meter serial number.